Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 and se 2367 alarms that appeared on the homechoice (hc) unit during dwell 3 of 4. The home patient (hp) was connected. The final bag reportedly became disconnected. The technical service representative (tsr) had the hp cycle power the hc machine to clear the alarm, and explained the alarms. The hp would discard the supplies and finish with manuals. The hp agreed to call the nurse regarding the air detect alarm and being connected. No patient injury or medical intervention was reported. Per 2240 call script, the hp had discarded the sample. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the final bag disconnecting, it was revealed that the bag disconnected as a result of falling from the table. Per hp, he did not have any injury or harm as a result of this incident. The hp did not know if there was any defects on the supplies. The hp did not know the lot number. The hp stated that he continuing therapy. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. Homechoice apd systems patient at-home guide issued on (B)(6) 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. A trend review was performed, and similar complaints were found. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.